Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 600 mg/dl. Customer was treated with IV drip and injections. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be return for analysis.